Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, while using the device the blade stopped half way and would not come back. The manual override was used to bring blade back. The procedure was completed with same/like device. There was no adverse consequence to the patient.